Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16526; 3006705815-2022-16528; 1627487-2022-04798; 1627487-2022-04799. It was reported the patient experienced clear fluid leakage from the midline incision site 25 days post scs system implant. The physician performed an incision and drainage procedure and determined presence of infection in the midline incision and pocket site. As a result, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.